Manufacturer narrative:
Clarification to device MFR date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a post-operative xen¿45 gts event described as "case of fibrosis + extrusion, dr was able to free the adhesions linked to fibrosis and suture the seidel." Device remains implanted in the left eye.